Manufacturer narrative:
Quality-safety evaluation of ptc received on 13-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician reported a migration. He also mentioned about a perforation. As treatment, a hysterectomy or tubal was done (reporter was not sure the exact procedure performed). The reported event is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Often "migration" is reported when the exact time point of perforation is not known. In this particular case, minimal information was provided. However; considering event's nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. This case was considered an incident, as although the exact treatment for the event was unknown at the time of this report, a surgical intervention was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information (perforation questionnaire) has been requested.

Manufacturer narrative:
Follow up 25-aug-2016: the number of follow up attempts have been completed, without response to date. No new information was provided.

Event description:
This is a spontaneous case report received on 17-may-2016 from a physician in united states. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent contraception. It was reported that there was a migration and reporter mentioned about a perforation. He was not sure whether hysterectomy or tubal was performed as treatment of the event. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician reported a migration. He also mentioned about a perforation. As treatment, a hysterectomy or tubal was done (reporter was not sure the exact procedure performed). The reported event is listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Often "migration" is reported when the exact time point of perforation is not known. In this particular case, minimal information was provided. However; considering event's nature and based on essure's safety profile, causality with the suspect insert cannot be excluded. This case was considered an incident, as although the exact treatment for the event was unknown at the time of this report, a surgical intervention was required. Follow-up information (perforation questionnaire) and a product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.